Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2024-72542. It was reported that the patient was asymptomatic. It was noted that non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were requested. Subsequent information received notes oversensing of artifacts, low amplitude r wave, p wave visible on the ventricular electrocardiogram (egm) and high capture thresholds observed on the right ventricular (rv) lead which was found to have dislodged. Upon discovery, tachy therapy and pacing were turned off by the physician as the patient was not ventricular pacing (vp) dependent and the patient's ejection fraction had improved since the date of implant. No procedure was currently scheduled. The patient experienced no discomfort and was stable before, during and after the event.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-72542.